Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2005. It was reported that the patient was experiencing pain at his ipg pocket site. The physician explanted and replaced the ipg with a smaller model ipg and moved the ipg pocket to a different location. The explanted ipg was returned to the manufacturer for evaluation on (B)(6) 2010. Follow up on the patient found no further issues reported.